Event description:
Pt did well initially but was seen earlier this year with complaints of clunking in his hip. Because he had a metal on metal hip, metal levels for cobalt, nickel, and chromium were obtained. The chromium and cobalt levels were both elevated. His first arthroplasty was a cementless femoral component and acetabular component with a ceramic-on-ceramic liner. He had some difficulty with dislocation in the postoperative period and ultimately proceeded with a revision arthroplasty in 2007. His arthroplasty was loose, and he had significant heterotopic ossification. The hip arthroplasty at that point was changed to a profemur-z stem with a long modular titanium neck and a metal-on-metal articulation. He got on reasonably well until recently when he presented in the clinic with a feeling of ratcheting in his hip. Evaluation of metal levels revealed them to be elevated and we recommended that he have revision of the arthroplasty lest he develop a more significant metal reaction.